Manufacturer narrative:
The insulin pump passed the displacement, rewind, and basic occlusion, occlusion, prime and excessive no delivery test. No motor error alarm was noted. The motor passed motor test. The pump was received with cracked reservoir tube lip, scratched lcd window, scratched case, broken belt clip slot and cracked battery tube threads.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call of high blood glucose readings and a motor error from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the motor error occurred during bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer stated that he had a dental x-ray about two months ago. The customer stated that the motor error has occurred more than once in the last 30 days. The customer was advised to revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.